Manufacturer narrative:
Two photographs were provided by the customer for analysis. One of the photographs had a syringe with drug in it. The device would not fire in this case as the plunger would not reach the end of travel within the syringe. The other sample appeared to have an empty syringe however, the plunger had not made contact with the trigger fingers, as a result the device did not activate. For the device to activate, the plunger rod must push the trigger fingers in order to allow the activation cycle to be initiated. Confirmed, no bd cause identified. Investigation conclusion: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation conclusion, bdm-ps was able to confirm the symptom perceived by the customer but could not correlate this symptom with a potential cause linked to bd process. Root cause description: the root cause based on the photographs is linked to end user error and IFU not being followed rationale confirmed, no bd cause identified.

Event description:
It was reported that after use of the ultrasafe plus x100l pr white ccl the spring does not retract the needle after injection. The following information was provided by the initial reporter: they report that the spring does not retract the needle after injection.